Manufacturer narrative:
Hologic technical support (ts) and hologic product application specialist (pas) reviewed the patient runs and noted no hardware issues. Ts sent the customer panel kits for further troubleshooting. Ts and pas reviewed the customer's panel troubleshooting runs and noted positive clusters which indicated contamination. Customer performed cleaning throughout the lab and a hologic field service engineer (fse) and hologic molecular application specialist (mas) were dispatched to assist with additional cleaning and environmental swabbing. Ts discovered from the environmental swabbing that there was contamination inside the instrument. Ts guided the fse on specific areas inside the instrument to decontaminate. Instrument was released back to the customer and they noted no additional discrepant results. Hologic performed a risk assessment and noted no product impact. As part of eua agreement, FDA requires all aptima sars-cov-2 assay & panther fusion sars-cov-2 assay ppr solution questioning results or false results (confirmed or not) complaints to be reported as malfunction MDR. Hologic has not learned of any adverse patient outcomes due to this event.

Event description:
On (B)(6) 2024, customer reported to hologic that they had 5 discrepant results using the aptima sars-cov-2 assay (master lot 898175), worklist (B)(4), on panther fusion plus instrument serial number (B)(6). Customer noted the discrepant results were initially tested with the same instrument but with panther fusion sars-cov-2 assay (cartridge lot 746919; ppr lot 898967). Customer noted that patient results were questioned by their infection control team and due to previous questioning/discrepant results in the past. Customer performed blank runs to identify contamination and none was identified. Customer performed panel runs and obtained a cluster of positive results which indicated contamination. Hologic personnel was dispatched to perform cleaning and to take environmental swabs to pinpoint the contamination. Contamination at the linear distributor on the instrument was identified and hologic personnel was again dispatched to perform additional cleaning. Contamination was removed and the instrument was released back to the customer for patient testing. Customer noted no additional discrepant results after the instrument was released back to them. Customer noted that the positive results were reported out to patients. Customer noted not knowing the clinical history of the patients in regards to treatment. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There were no reported or associated adverse events. Hologic has not learned of any adverse patient outcomes due to this event.